Event description:
Pt took 2.5 timed her normal insulin dosage in response to device reading. Pt then had a low blood glucose reaction including, rapid breathing, shaking and disorientation. Pt taken to dr's office where a device reading of 120 was obtained. Pt was treated by dr with 2 ounces of glucatrol. Controls tested within range.

Manufacturer narrative:
Standard disclaimer on file.